Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies that could have contributed to the reported failure to power on/off the handheld device were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device would not power on despite fully charging the handheld battery. The suspect handheld device has not been returned to date.